Event description:
Dealer states end user leaned back to far in the chair and snapped the right side back cane in half. No injury or property damage reported.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.